Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (S-ICD) system came to the hospital for a device follow-up. Review of device data found there were four treated episodes in which inappropriate therapy was delivered and two untreated episodes when programmed to the Primary vector 2X gain. Impedances were noted to be normal. Review of the stored episodes suggested a Sense B-related issue characterized by artifact and intermittent baseline shift. Troubleshooting was performed to reproduce the observed signals, however, no similar signals could be reproduced when the patient moved the upper body laterally. When the patient raised the left arm, noise similar to that observed during the recorded episodes was successfully reproduced. Physical assessment showed no evidence of device movement within the pocket. A chest X-ray showed that the electrode was positioned slightly rightward and mildly cranially. Additional troubleshooting was performed in the Secondary vector configuration in an attempt to reproduce the noise, however, this was unsuccessful. The device was reprogrammed to the Secondary vector with 2X gain. Technical Services was consulted for further analysis. At this time, the electrode remains in service. No additional adverse patient effects were reported.